Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis manifested by abdominal pain and cloudy pd fluids. The cause of peritonitis and treatment rendered was not reported. The patient was recovering.

Manufacturer narrative:
(B)(4). Follow-up information: seventeen days after hospitalization, the patient was discharged from the hospital. The patient was recovering.

Manufacturer narrative:
(B)(4). Patient age is unknown, however the patient was born in 1956. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.